Event description:
During service of product a mode switch error was found, with led on, no audible alarm sounding, due to fuse f2 on the motor board being out of specification. Replaced f2. Add'l testing found a motor stall, with audible low pressure alarm, due to transistor q10 on the motor board being out of specification. Replaced q10.